Event description:
The customer initially called because they needed assistance changing the settings on their insulin pump. Assistance was provided. The customer also stated that the insulin pump had scratched screen which was making it difficult for the customer to read. The customer stated that the damage might have been caused due to the device being kept in their pocket. The customer's blood glucose was 146 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked display window corners, a cracked reservoir tube lip, and a missing end cap sticker.